Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. This adverse event report is one of six related adverse event reports.

Event description:
It was reported by the user facility that the pt coded during hemodialysis. Medical records indicate the pt collapsed during dialysis and CPR was performed. Ems found in asystole/agonal, epi x's2 given intubated and CPR was performed. Pt was transported to the hospital by ems unit. Upon arrival, pt bagged and with an agonal rhythm-CPR continued and sodium bicarb given without success. The pt was pronounced at 1313, no pulses, no respirations, pupils fixed and dilated, asystole on monitor.